Event description:
It was reported that the nurse noticed the set was leaking at the filter while priming (ns) normal saline. It was also noted that the product was found defective before being used on a patient. Therefore, there was no patient involvement associated with this event.

Manufacturer narrative:
Cont¿d d.11: 250ml baxter bag lot w9j05c1 exp jan 21, 0.9% sodium chloride injection; therapy date (B)(6) 2019. Additional information added; d.10. The customer's report that the set was leaking at the filter while priming was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the as-received set observed that the filter component had an area of the its lower vent membrane not being adhered to the filter as expected. Further inspection under magnification confirmed the observation. There were no other obvious issues or any damages observed with the filter component or rest of the set's components. Functional testing observed that fluid leaked out from the lower filter vent. No other leak was observed. The cause of the leak was due to an area of the filter's lower vent membrane not being adhered to the filter. The root cause was due to a supplier manufacturing issue.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the nurse noticed the set was leaking at the filter while priming normal saline. It was noted that the product was found defective before being used on a patient.